Event description:
It was reported that the device had all three icons illuminated (service, attention and charge-pak). This failure is indicative of the device not having enough power to remain on long enough to deliver appropriate defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed the cause of the reported failure to be a cracked capacitor, designator c177 from the analog pcb assembly. The customer received a replacement device.